Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found in specification in relation to the reported upstream occlusion alarms, which were not reproduced. The false alarms were confirmed through a review of the event history log. The pump was tested with passing results and no component causality could be identified.

Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message. It was also reported, there was no patient involvement.